Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain") in a 31-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included headache. On (B)(6) 2009, the patient had essure inserted. On the same day, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("abnormally severe menstrual pain/dysmenorrhea (cramping)"), abdominal pain lower ("lower abdominal pain"), back pain ("lower back pain, even when not menstruating"), menorrhagia ("abnormally heavy menstrual bleeding/ prolonged menstruation/ abnormal menstruation/abnormal bleeding (menorrhagia)"), headache ("worsening of her headaches"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("chronic fatigue"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and migraine ("migraines"). On an unknown date, the patient experienced rash ("rashes") and pruritus ("itching"). The patient was treated with paracetamol (tylenol), ibuprofen (motrin) and surgery (patient underwent a bilateral salpingectomy, her fallopian tubes were removed). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, dysmenorrhoea, abdominal pain lower, back pain, menorrhagia, headache, rash, pruritus, fatigue, vaginal haemorrhage and migraine outcome was unknown and the dyspareunia had resolved. The reporter considered abdominal pain lower, back pain, dysmenorrhoea, dyspareunia, fatigue, headache, menorrhagia, migraine, pelvic pain, pruritus, rash and vaginal haemorrhage to be related to essure. The reporter commented: since her removal surgery, plaintiff's symptoms have mostly resolved, though some remain. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in 2009: total bilateral occlusion. Most recent follow-up information incorporated above includes: on 3-may-2018: pfs received: reporter information was updated. This case concerns 31 year old patient. Her demographic was updated. Lab data was updated. Essure indication was amended. Treatment medication were added. Following events: abnormal bleeding (vaginal) and migraines were added. She had recovered form event dyspareunia. On 23-mar-2018: reporter information was added. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included headache. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("abnormally severe menstrual pain"), abdominal pain lower ("lower abdominal pain"), back pain ("lower back pain, even when not menstruating"), menorrhagia ("abnormally heavy menstrual bleeding/ prolonged menstruation"), menstrual disorder ("abnormal menstruation"), headache ("worsening of her headaches"), dyspareunia ("painful intercourse"), rash ("rashes"), pruritus ("itching") and fatigue ("chronic fatigue"). The patient was treated with surgery (underwent a bilateral salpingectomy, her fallopian tubes were removed). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, dysmenorrhoea, abdominal pain lower, back pain, menorrhagia, menstrual disorder, headache, dyspareunia, rash, pruritus and fatigue outcome was unknown. The reporter considered abdominal pain lower, back pain, dysmenorrhoea, dyspareunia, fatigue, headache, menorrhagia, menstrual disorder, pelvic pain, pruritus and rash to be related to essure. The reporter commented: since her removal surgery, plaintiff's symptoms have mostly resolved, though some remain. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in 2009: confirming full occlusion of fallopian tubes. Incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('severe pelvic pain') in a 31-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included headache, uti, mood disorder, eczema, hemorrhoids, diabetes mellitus, panic disorder and mitral regurgitation. Concomitant products included acetylsalicylic acid (aspirin (cardio)), medroxyprogesterone acetate (depo provera) and metformin. On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("abnormally severe menstrual pain/dysmenorrhea (cramping)"), abdominal pain lower ("lower abdominal pain\severe abdominal cramping"), back pain ("lower back pain, even when not menstruating"), menorrhagia ("abnormally heavy menstrual bleeding/ prolonged menstruation/ abnormal menstruation/abnormal bleeding (menorrhagia)"), headache ("worsening of her headaches"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("chronic fatigue"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), migraine ("migraines"), dysfunctional uterine bleeding ("dysfunctional uterine bleeding") and abdominal pain ("abdomen pain"). On an unknown date, the patient experienced rash ("rashes/ general rash") and pruritus ("itching"). The patient was treated with ibuprofen (motrin), paracetamol (tylenol) and surgery (bilateral salpingectomy, her fallopian tubes were removed). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, dysmenorrhoea, abdominal pain lower, back pain, dyspareunia and abdominal pain had resolved and the menorrhagia, headache, rash, pruritus, fatigue, vaginal haemorrhage, migraine and dysfunctional uterine bleeding outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, back pain, dysfunctional uterine bleeding, dysmenorrhoea, dyspareunia, fatigue, headache, menorrhagia, migraine, pelvic pain, pruritus, rash and vaginal haemorrhage to be related to essure. The reporter commented: since her removal surgery, plaintiff's symptoms have mostly resolved, though some remain. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram on (B)(6) 2009: results: total bilateral occlusion. Most recent follow-up information incorporated above includes: on (B)(6) 2019: pfs received : events added-dysfunctional uterine bleeding, abdominal pain. Aka name added, events outcome updated, events onset date, concomitant drug, medical history added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.